Manufacturer narrative:
This supplemental report is being submitted to correct the g3 aware date submitted on the initial mw report # 8010047-2021-04705. The aware date was march 11, 2021.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. Regarding the issue of the power switch did not turn, the device was manufactured prior to the power switch design change. The power switch was damaged due to the amount of operating force applied to the power switch and the number of times exceeding the expected value. The additional issue of the flickering image found in the evaluation of the device, was caused by the worn-out video connector. It was likely the locks and connector pins on the video connector receiver got worn and the connection got loose due to long-term use.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The main switch, which was an older version, was damaged. In addition, the video connector was worn out, which caused a flickering image. The software also needed an upgrade. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the power button got stuck inside of the evis exera iii video system center and could not be turned on or off. No patient involvement was reported.